Event description:
It was reported that following a concentration change in the pump, the patient was "getting too much baclofen." On (B)(6) 2012, the pump's baclofen concentration was changed to 1000mcg/ml and a bridge bolus was performed, but the patient was "getting too much baclofen." There was no report of patient symptoms. The healthcare provider aspirated the catheter on (B)(6) 2012 to clear the higher concentration of 1000mcg/ml baclofen and 10mg/ml of morphine. The new/desired concentration which was programmed following the event of too much medication, was 10mcg/ml baclofen and 10mg/ml (same) morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).